Manufacturer narrative:
A review of the complaint revealed the patient had undergone medical testing (echo cardiogram and x-rays) prior to patch application on day 0. Subsequently, the patch was applied without issue later that same day. On day 7, an actionable arrhythmia did not transmit, resulting in a delayed mdn. On day 14, the patient contacted irhythm to report their hospitalization and to request an expedited patient report for their healthcare provider (hcp) to review. The patient also wanted to know how to return the zio at. The zio at device was returned to irhythm, and the clinical data was downloaded. A review of the clinical data found that the patient wore the zio at device for the 14-day prescribed wear period. Irhythm became aware of the arrhythmia while preparing the final report and notified the hcp on 18. The investigation concluded that the algorithm did not detect the arrhythmia during wear; however, it was detected during post-wear processing. The exact cause of the patient¿s hospitalization could not be determined; however, a cardiac-related event cannot be ruled out. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements that was not transmitted during the wear period. The investigation concluded that the algorithm did not detect the arrhythmia during wear. The patient reported passing out and hitting their head and, as a result, was taken via ambulance to the hospital. Reportedly, brain scans were performed and came back negative for any bleeding. The medical doctor has not been able to determine the cause of the patient's syncope episode. It is unknown if the patient was treated.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.